Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported and observed failure of the device is user error, specifically applying excessive side-loading on the device and/or using the device to enlarge the surgical site orgain access to tissue. Direction for use. (Dfu) dfu-0242-eor0_fmt_en. Apollorf probe. E. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-9831 apollo rf® i90, aspirating ablator 90° was reported to have metal detached from the head of the unit. This occurred on (B)(6) 2024 in (B)(6) hospital during an arthroscopic shoulder procedure. The case was completed successfully using another rf wand. There was case involvement.